Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from the (B)(4) reported that she obtained a blood glucose reading of 1.9 mmol/l at 2:12 a.m. On the contour next link 2.4 meter. Even though the customer was not presenting symptoms of hypoglycemia, she administered two packs of glucose based on the low reading. The customer started feeling unwell, so she performed retesting with her contour next link 2.4 meter and obtained readings of 9.7 mmol/l at 2:15 a.m. And 10.4 mmol/l at 2:16 a.m. The customer received insulin from her insulin pump and recovered well. There was no allegation of an adverse event. The customer disposed the test strips. Therefore, she was advised to return the meter for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the lot number of the test strips involved in the event was not provided, in-house testing could not be performed. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.